Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011 and 22/jan/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lump/nodule and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule and visibility/palpability.

Event description:
Patient reported "hardening of the breast" and "a lump or thickening in or near the breast or in the underarm area". Additionally, healthcare professional reported a left side rupture. No indication of treatment or surgical reoperation, device remains implanted. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, lump/nodule, visibility/palpability, and capsular contracture, baker grade unknown.

Event description:
Additionally, healthcare professional reported left side "capsular contracture deformity," baker grade unknown and "numerous calcification." Device has been explanted.